Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and found that the drive rod seal was loosed. Therefore, it was unable to deliver the medication. The drive rod seal is inside and part of the rear housing. Service will replace the rear housing to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that this cadd ms3 pump was not functioning. The reporter stated that even though the screen displayed pump was running the medication was not being delivered. Even after detaching the tubing, the pump would not run. The patient also changed the batteries but the pump still did not run. The patient felt dizzy. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no long-term adverse effects to the patient due to the reported event.